Event description:
An hcp called for a customer alleging two of his blood glucose readings were not stored in the memory of the contour next link. No adverse event alleged. The customer meter was expected to be returned for evaluation. A replacement meter was sent to him.